Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) assisted customer troubleshoot over the phone. The issue unable to be resolved over the phone. The dealer's engineer was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The engineer inspected the analyzer and noted there was a sample dispenser error. Upon further troubleshooting identified the sample dispenser printed circuit board (pcb) and sample syringe were defective causing the error. The engineer replaced the sample dispenser pcb and sample syringe to resolve the issue. Performed analyzer verification successfully without issues. The instrument returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6), the beckman coulter identifier is (B)(4).

Event description:
The customer reported na, k and cl patient results were zero (0) value on the au680 clinical chemistry analyzer. The erroneous results were not reported out of laboratory. The exact number of patients affected is unknown. The customer did not provide patient data printouts or demographics. There was no report of change to treatment, injury, or death associated to this event.